Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A device history record review, and a product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
On aug. 3, 2007, it was reported to boston scientific corp that an ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the "wire snapped" while the physician was attempting to "make a bend inside the scope, inside the patient." Additional info received indicates that when the sphincterotome exited the scope, the wire was broken; however, no part of this wire detached from the device. It was reported that the physician removed the sphincterotome and successfully completed the procedure with a second ultratome xl sphincterotome device. No patient complications were reported as a result of the event.